Event description:
During transfer of a resident from wheelchair to bed utilizing the hoyer lift, the cna reported that "the chain broke and she slipped to the floor." Apparently the s-link and the first link separated.